Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), labeling, applicable manufacture records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a damaged guidewire is confirmed; however, the exact cause is unknown. One 0.018 in. Stainless steel guidewire in a plastic hoop was returned for evaluation. An initial visual observation showed the distal end of the guidewire was damaged. A microscopic observation revealed the most distal coil of the guidewire was bent and disjointed but connected to the weld tip. Both weld tips were observed to be present and intact. Small amounts of a whitish and a reddish-brown residue were observed on the guidewire. While the exact cause of the damage observed on the returned guidewire is unknown, possible causes include damage during manufacturing, packaging, handling, or use. A lot history review (lhr) of recr0577 showed four other similar product complaint(s) from this lot number.

Event description:
It was reported that there were burrs with the proximal end of the guide wire inside the micro-introducer sheath.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of recr0577 showed four other similar product complaint(s) from this lot number.

Event description:
It was reported that there were burrs with the proximal end of the guide wire inside the micro-introducer sheath.